Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays have been requested and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be retrieved and reviewed. The initial reporter to corin (B)(4) has confirmed that the explanted devices are not available to be returned for examination. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Devices not being returned.

Event description:
Trinity revision after approximately 2 weeks due to infection.

Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, and the return of the explanted devices was requested in order to progress with the investigation, however, these were not provided and therefore there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. The explanted devices were not returned to corin and thus no further investigation can be conducted. Based on this, corin now consider this case closed. However, should any additional information be provided, this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 2 weeks due to infection.